Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic surgery, the stapler was unable to fire while being used in cut suture interleaf fissure. The surgeon was able to press the green button but unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.